Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to medical assistance due to a fractured sensor introducer needle inside their body with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the needle was no longer inside their body. The sensor will not be returned for analysis.